Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On december 29th, 2023, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving from her dario meter bg readings that were approximately 50 mg/dl higher when compared to her relative's non-dario meter.